Event description:
The customer is generating undetectable viral load results with the cobas ampliprep/cobas taqman hiv-1 test.

Manufacturer narrative:
Roche is in the process of obtaining a sample of the specimen for internal testing to include sequence analysis.it is possible this is a case of underquantitation that is noted in the package insert as follows: though rare, mutations within the highly conserved region of the viral genome covered by the cobas ampliprep/cobas taqman hiv-1 test primers and or probe may result in the under-quantitation of or failure to detect the virus. Due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform correlation studies in their laboratory to quantify technology differences.

Manufacturer narrative:
Roche was unable to obtain the patient sample for internal testing.investigative testing of the complaint kit did not identify a batch or reagent non-conformance. Additionally, qc, manufacturing and in-process testing of the complaint kit batch, and the components packaged within the complaint kit batch, met all specifications upon release.

Event description:
The pt reported a pump replacement and bad catheter. No other clinical data were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.